Event description:
Info received indicates the left head siderail has fallen off the bed.

Manufacturer narrative:
The tech found the siderail wasn't attached properly, was loose and the mounting screws wouldn't tighten up. The tech replaced the siderail to repair the bed.